Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. A sample was taken from the sag head. Service will complete any necessary maintenance or repairs and then return the device to the customer. A follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that the handpiece began leaking a light gray oil substance during the cleaning process. There was no patient involvement. There were no adverse consequences reported as a result of this event.